Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020with coolsculpting to the upper abdomen and lower abdomen using a cooladvantage applicator. About 5 months post treatment, the mid upper abdomen treated area became firm with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the mid upper abdomen with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the upper abdomen and lower abdomen using a cooladvantage applicator. About 5 months post treatment, the mid upper abdomen treated area became firm with visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the mid upper abdomen with paradoxical hyperplasia (ph).